Event description:
It was reported that a device was used during a ileostomy with j" pouch, procedure. The device partially cut the tissue and delivered unformed staples. Anastamosis was hand sewn. The or time was extended over 1 hour.